Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a review of the black box data showed frequent low battery and replace battery alarms. The black box showed that the battery voltage immediately following a battery change was low. The pump¿s current draws were tested and were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.